Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro intervention (aneurysm) procedure using a 6f sheath. Reportedly, pulsatile blood flow was confirmed from the marker lumen of the device when positioned in the vessel; however, when the device was pulled back against the vessel wall the pulsatile bleeding did not cease. This occurred with two prostyle devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported positioning problem could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause cannot be determined for the reported pulsatile bleeding not ceasing when the device was pulled back against the vessel wall. Factors that may contribute to positioning problem may include, but are not limited to, calcification missed during angiogram. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.